Event description:
It was reported that the patient had a history of loss of capture and high impedance in bipolar configuration on the ventricular lead. The lead was programmed to unipolar configuration. The patient was asymptomatic. The lead was capped and replaced during routine device change out procedure. The patient¿s condition was stable prior, during and post procedure.